Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Engineering testing and analysis to the applicable product specification was performed. The results recorded one of the tego connectors leaked, failed and the remaining tego connector passed. Further analysis of the used tego connector that leaked showed the leakage originated from component damages/tear at the end of the slit. Previous investigations of similar component damages/anomalies have identified these types of component damages are consistent with incorrect techniques/usage conditions (overtightening and continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received concerning leakage issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information as translated reports ".. Blood leak on the tego cap used with a dialysis catheter following the unclamping of the security clamp. ... Clinical consequence: change of tego cap. ....". It is unclear as to whether the leakage occurred pre or post dialysis, leakage did not occur during dialysis treatment. There were no reported adverse patient consequences. The MFR. Has requested additional event / device usage information. As of the date of this report there has been no response.